Event description:
It was reported that the patient experienced peritonitis and a catheter infection coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment included vancomycin (1 gm, 3 times daily for 5 days, ip) and gentamycin (40 mg, 3 times daily ip). The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b19027 and h13a11091 with no issues noted during the manufacturing process. There were no deviations from the standard procedure. If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).